Event description:
During use, for first tonsil removal encountered no problem. Device working fine, as well as the starion machine.at second tonsil for removal, the entceps did not work. The starion machine had the light on, to show it was working, but the green light did not engage when pedal was pushed to indicate that the entceps were going to work.replaced the disposable, and it then worked.did test entcep #1 at end of case outside of patient and it still did not work.the starion machine was actively engaged with all lights in order and working, so it appears that the disposable was the problem.what was the original intended procedure?tonsillectomy.